Event description:
End of catheter looked like a y with needle having poked through. Manufacturer response for midline catheter, 20g 8cm stiletto extended dwell catheter (per site reporter). Waiting for their response.